Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd phaseal" connector luer lock c35 and injector separated during use, leaked, with a missing clamp. ¿ verbatim: ¿ mat# unknown lot# unknownbd 122 reported date: (B)(6) 2021 event date: (B)(6) 2021 item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported. " patient came for blina pump refills day 6, pump beeped completed. Pt reported that his pump connection keeps coming lose from the bd phaseal optima connection and injector. No blue phaseal optima infusion clamp noted on line. Pt said it was never given when he was discharged from hospital.pt said he cleaned the tip before reconnecting chemo back. Today, patient received pump instructions, video and handout on cadd solis trouble shooting and resources. Given spill kit and explained to pt and family how to use it. Chemo refills reconnect with new bag and has safety clamp on. Line safety pin to shirt upon discharged. No other questions upon discharged.